Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, a patient was intolerant to glare and halos. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. (B)(4). This report was mailed to FDA on: 10/18/2014. (B)(4).